Event description:
It was reported to philips that energy delivery failed. A philips fse further clarified the issue with the customer as no shock delivered using internal paddles. There was no patient involvement.